Event description:
It was reported that the tip of the device cracked at the base during a procedure. There were no pieces that fell off the device and therefore no pieces entered into the surgical site. There were no adverse consequences and no delay. A back-up device was used and the procedure was completed successfully.

Manufacturer narrative:
The device will not be returned to the MFR for eval.